Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was turned off. The customer's blood glucose level was 347 mg/dl. The customer mentioned that she knew that the battery was to be replaced and the insulin pump was being turned off and when she put on a new battery she said that her blood glucose was high because of the insulin pump being turn off. The customer also mentioned that the belt clip was damaged. The insulin pump will be returned for analysis.